Event description:
A customer reported the system would not boot back up during a procedure. The surgeon had to convert to an extracapsular cataract extraction to complete the case. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).